Event description:
Event description cpi received information that this implantable pulse generator (ipg) and unipolar lead, model 4161, were explanted. The patient was exhibiting numerous episodes of myopotential oversensing, which was noted on a holter monitor. It was indicated that the atrial lead (not a cpi lead) 'does not function'. An invasive procedure was performed to explant the atrial lead and the physician elected to implant a new system.